Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Second revision surgery - due to the patient falling and fracturing. Everything came out of the patient and was replaced with new implants.